Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital, via ambulance and admitted for diabetic ketoacidosis (dka) nausea, vomiting and fainting, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, electrolytes and was given gravol to treat the upset stomach.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital, via ambulance and admitted for diabetic ketoacidosis (dka) nausea, vomiting and fainting, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, electrolytes and was given gravol to treat the upset stomach.

Manufacturer narrative:
Device was received with with the cannula assembly fully deployed with cracks observed on the top housing. Download data generated no timeouts, drive stalls, or alarms. Investigation of the returned device found no problems that would contribute to the device failing to deliver insulin.